Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, it was noted when exchanging the balloon catheter, the mapping catheter shaft was bent, and the insertion tool was ¿pulled off.¿ the mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 215938073, was returned and analyzed. Visual inspection of the mapping catheter showed the shaft was kinked at the middle, no ECG signal wires were broken inside the shaft. In conclusion, the shaft kink was confirmed through testing. The mapping catheter failed the returned product inspection due to the shaft kink. If information is provided in the future, a supplemental report will be issued.